Event description:
The pt underwent an interventional procedure. The physician attempted arteriotomy closure with a prostar xl 8 fr device. When deploying the device, the handle and pull rod came off when the device was partially deployed. The needles were only slightly protruding and could not be retrieved and needle back down could not be conducted without the handle and pull rod. The pt was taken to surgery for device removal. Surgery was successful and the pt recovered without further incident. The handle and pull rod were discarded by the hosp.